Event description:
During a pci procedure, the maverick otw balloon ruptured on the initial inflation at unk atms. The lesion being treated was a 100% stenotic lesion located in the left circumflex coronary artery. No pt injuries or complications were reported.